Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, the patient presented chest pain and was subsequently diagnosed with acute anterior myocardial infarction (mi). Electrocardiogram (ECG) revealed anterior st segment elevation. On the same day, plain old balloon angioplasty was performed in 1st diagonal and direct stent placement using a 2.75 x 14 mm non-bsc stent in 1st obtuse marginal (om) was performed. Six days later, the patient was discharged on prasugrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was a bifurcated lesion. Four days post index procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, stent thrombosis of previously placed study stent in mid left anterior descending (lad) artery was treated with balloon angioplasty with 0% residual stenosis. Six days later, the patient was discharged.

Event description:
(B)(4) clinical study. It was reported that stent thrombosis occurred. In (B)(6) 2011, the patient presented with unstable angina and was referred for cardiac catheterization which revealed target lesion #1 was a de novo lesion located in the proximal left anterior descending artery (lad) with 85% stenosis and was 12 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with direct stent placement using a 20mm x 3.00mm taxus¿ element¿ drug eluting stent with 0% residual stenosis. In (B)(6) 2014, the patient was admitted for unknown condition and was hospitalized. It was reported that the patient had stent thrombosis of a previously placed stent. It was treated with a target vessel revascularization. Later that day, the event was considered resolved without residual effects and the patient was discharged on unknown date.